Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was experiencing return of baseline symptoms of urinary incontinence. Representative stated battery life with no explanation. Patient had a device revision on (B)(6) 2025 and had a new battery replaced. It was reported that the issue was resolved. 2025-apr-07 additional information was received from a manufacturer representative (rep). The rep reported that the patient had a replacement. The rep stated it was unknown if the cause was due to normal battery depletion, patient device only lasted a couple of years and patient did not have high amplitude settings. 2025-apr-16 e2 additional information was received from a manufacturer representative (rep). The rep reported that no information has been requested as they did not know what caused the battery life to deplete so quickly.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the device was at normal end of service. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.